Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Additional information received indicated that the patient experienced development of an antibiotic-resistant bacterial driveline infection. The patient was hospitalized and underwent surgical debridement followed by vacuum wound therapy; however the patient was re-admitted with fever. Nuclear medicine tomographic imaging revealed the infection had invaded the outflow graft. The patient underwent a pump exchange followed by long-term antibiotic therapy. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the adverse events for the vad (B)(6) implanted in the patient case 1 in the article are duplicates of FDA report number 3007042319-2014-00047. Regarding patient case 2 from the article, no prior reporting was discovered. Additional information for case 2 includes information in a2, a3, d4, d6a, d6b, g3 and h4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline age of the two patients represented in the article is 32 years old and one patient is male and the other is female. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: complex heartware left ventricular assist device infection treated with pump exchange: clinical alert for the driveline location. Journal of artificial organs, september 2021; 24(3):377-381. Doi: 10.1007/s10047-020-01245-1. Pmid: gran33439371. Additional information has been requested regarding the cause of the events, device serial numbers and device status, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report involving two patients treated for complex cases of vad and driveline infections. One patient's post-operative course was complicated by development of an antibiotic-resistant bacterial driveline infection involving granulation and bloody drainage approximately one-year post-implantation. Initially, the treatment was at-home saline irrigation, however the infection progressed to purulent discharge requiring hospitalization, surgical debridement and vacuum wound therapy. Six months later the patient was re-admitted with fever and bacteremia. Nuclear medicine tomographic imaging revealed the infection had ascended along the driveline tract to the outflow graft and vad. Surgical drainage of the infected area was performed followed by a pump exchange, along with long-term antibiotic therapy. The second patient¿s post-operative course was complicated by development of an antibiotic-resistant bacterial driveline infection approximately five months post-implantation. The patient was hospitalized and underwent surgical debridement followed by vacuum wound therapy, however approximately four months later the patient was re-admitted with fever. Nuclear medicine tomographic imaging revealed the infection had invaded the outflow graft. The patient underwent a pump exchange followed by long-term antibiotic therapy. The status of the vads remains unknown. No further patient complications have been reported as a result of this event.